Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-07182. Reference MFR report: 1627487-2012-07182. The patient is implanted with two surgical lead from different lots. It was reported the patient's leads have migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.